Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of the incident was 459 mg/dl. Customer was not using the insulin pump system within 48 hours of reported high blood event due to insulin insulin pump error. Customer stated that they were able clear the alarm and able to complete rewind. The device will not be returned for analysis.